Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc. No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and or additional pertinent information becomes available, a follow up report will be submitted. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility ((B)(4)): catheter slips out of catheter coupling.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received: one used perifix catheter 20 g soft tip connected with a perifix catheter connector out of a proset perifix set without packaging. In addition we received tow proset perifix sets in original closed packaging. Furthermore we received two drugs: addel trace and soluvit. As-received condition the used catheter was connected with catheter connector. The catheter connecter received closed. We detected no damages on the returned samples. Furthermore the connection between catheter and catheter connector was taken to a tensile strength test according to the test plan. Nominal: min. 11 n actual: used sample: 1.75 n / original packed samples: 15.55 n and 16.8 n the original packed sampes are within our specification. The defect is due to a development error and already known. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Therefore this complaint is considered as confirmed. The complaint is filed for statistical purpose.